Event description:
Toothbrush head has been falling off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that their oral-b toothbrush head fell off while they were brushing with an oral-b toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head has been falling off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that their oral-b toothbrush head fell off while they were brushing with an oral-b toothbrush. No injury was reported. 09-feb-2023 amendment: the concomitant product lot was updated to ah20410809. No injury was reported. 16-mar-2023 case update: the suspect product lot was a2238. No injury was reported.

Manufacturer narrative:
16-mar-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.